Event description:
It was reported the pt was experiencing autoreduction which was resolved with reprogramming at the time. However, the pt is no longer receiving effective stimulation and diagnosis revealed invalid impedance. The sjm rep was unable to resolve the issue. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.